Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The functional testing performed confirmed that the device gave an error alarm with the message "error 1610". This type of error can indicate a corruption of the circuit board's memory. The circuit board was replaced to address this issue. The cause of this component corruption was not definitely established.

Event description:
It was reported that the device gave an error alarm with messages "error 1260" and "error 1610". No known adverse effects to patient.